Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown screw/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon gave up osteosynthesis in the re-operation due to a possibility of back-out. As the patient¿s bone was bad and the surgeon was unable to insert screw in the desired position because of the hole from the initial insertion surgery. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4): device was not implanted or explanted.device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.